Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2013 at 21:30:30. During night drain cycle one, the patient's ultrafiltration reading was 1840ml, indicating the home patient (hp) drained 1840ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the iipv event was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during the initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. The guide warns that bypassing a ldv alarm during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.